Event description:
It was reported the patient experienced discomfort at the scs ipg pocket site due to migration as a result of losing weight. As a result, the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.